Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4)ubd: 07-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (490 mcg/ml at 80.18 mcg/day) and bupivacaine (35 mg/ml at 5.727 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that during a catheter mylogram the doctor was unable to aspirate the catheter. An x-ray revealed what appeared to be the anchor outside of the fascia with a loop in the catheter. The tip of the catheter was at the top of the 9th thoracic vertebrae. The representative was not sure of the original placement. There were no environmental, external or patient factors which may have led or contributed to the issue. There were no interventions planned at the time of the report. No patient symptoms were reported. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported. Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-oct-26. It was reported that the doctor said a possible kink in the catheter loop could be why he was unable to aspirate. No further complications were reported.